Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 10 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife . Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. On september 8, the tube was intubated in the ICU. On september 9, well lead checked the cuff pressure gauge and found that the cuff pressure had decreased. When the tube was extubated, it was confirmed that the inflating tube was disconnected. When we checked the original tube, there was no trace of cyclohexanone applied to the tip of the inflating tube. We request an investigation to determine if this is a manufacturing defect. In addition, we have reintubated the product and will report this to pmda. We have received the returned sample on nov 30, 2024. We review the sample in digital magnifier and found the sample also have cyclohexanone glue stain and there has much other glue stain on the tube body and the joint of the inflation tube and main tube. On nov 11, 2024, well lead received the complaint from distributor (m c medical) that the user declares that the inflation tube was dislodged after intubation 1 day. The lot number is not available, we could not review the retained samples and DHR accordingly. Well lead received the returned sample on nov 30, 2024, and reviewed on dec 1, 2024. Well lead review the sample in digital magnifier and found the sample also have cyclohexanone glue stain and there has much other glue stain on the tube body and the joint of the inflation tube and main tube. So, the cyclohexanone glue be proved to be applied on bonding process. In addition, the other glue stain shows that the bite block or others be set in the place that close to the inflation tube in clinic. In workshop, the bonding process was verified and monitored, the bonding effect is judged by the sampling tension test in workshop per 4 hours, so the possibility of poor tensile strength of inflation tube is low. We also asked some questions to distributor (m c medical) for this complaint, the questions and answers are as follow, 1. Whether the patient bite or chew the tube or not? - hospital staff said that patient might have been chewing, but there was no proof of that. 2. Could you back this sample to us for check? - the product has been delivered 3. The inflation tube was bonded uv glue for reinforcement, it will not be pulled off easily, did the inflation tube was connected with some machine for a long time? (Such as pressure monitor) - hospital staff said that he had connected a cuff pressure gauge to control the cuff pressure. Based on above investigation, the cyclohexanone glue has been applied, and the inflation tube has found dislodged after 1 day intubation, we could not determine the root cause for this complaint is caused by product itself. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the third complaint reported for part number I-pftvvcs-80 for "disconnection/connection issue(s)" failure mode. There were one complaint reported for part number I-pftvvcs-80 during the same timeframe related to different failure modes. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
The inflating tube was disconnected.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in the health authority report. Should additional. Information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
The inflating tube was disconnected.